Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding, hemolysis, and possible pump thrombosis as adverse events that may be associated with the use of heartmate 3 lvas. This document also lists thromboembolism as a potential late post-implant complication. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with an lvad on (B)(6) 2018. On (B)(6) 2018 it was reported that the patient had a chest x-ray showing bilateral pleural effusions. On (B)(6) 2018 the patient reportedly experienced shortness of breath and chest pain. An electrocardiogram (EKG) was done for pericardial hematoma showing small to moderate bilateral pleural effusions. Thoracentesis removed 1.4 l on the left side lung. On (B)(6) 2018 x-ray showed small to moderate bilateral pleural effusions. On (B)(6) 2018 CT shows large left and moderate right pleural effusions. On (B)(6) 2018 ultrasound guided left sided thoracentesis was performed. 1.5l clear, dark amber fluid removed and was sent for lab analysis. On (B)(6) 2018 a repeat ultrasound showed large bilateral pleural effusions and another guided left sided thoracentesis was performed. 1200ml dark amber fluid was removed. It was reported that the patient's ldh was increasing during post-op with vad flows/maps stable. Echocardiogram on (B)(6) 2018 showed large clot in the pericardium. CT chest x-ray showed large pericardial hematoma. Exploration of mediastinum and washout of hematoma was performed. 2 units of red blood cells were given post-operation. Bleeding was noted, 1700ml out to chest tubes and the patient was given 30 units of platelets and 2 more red blood cell units. The patient was taken back to the operating room to control bleeding. 2 additional unites of red blood cells were transfused. The patient was extubated. Hemoglobin was low and the patient was given an additional red blood cell unit. On (B)(6) 2018 the patient was given two more units of red blood cells. The patient was hemodynamically stable and was discharged (B)(6) 2018. No further information was reported.